Manufacturer narrative:
Investigation ¿ evaluation: the complaint device was not received for an evaluation. A search of the north american distribution center database shows that all devices from lot 9304228 have been shipped. No similar product from the same lot is available for investigation. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, and quality control data. A review of the device history record found there are no non-conformances related to this incident. A review of complaint history records revealed no other complaints associated with the complaint device lot number 9304228. A review of product labeling shows the instructions for use (IFU) provides the following information related to the reported failure mode: caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Without a device evaluation, the cause of the reported issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
No new information has been received since the last report was submitted.

Manufacturer narrative:
(B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to use for a lithotripsy of renal calculi, a ngage nitinol stone extractor was removed from the package and inspected. It was detected that the basket was failing to close completely. The basket was discarded and a second basket opened which did operate correctly. The procedure then continued and was successfully completed. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient. At the time of this report, no further information has been provided.